Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a protege gps with a 6f, 45cm crossover sheath, and 0.035 heavy duty guidewire during treatment of a 16mm calcified lesion in the proximal right side of the patient¿s external iliac artery. Vessel diameter 8mm. Lesion exhibited 90% stenosis. IFU was followed, device prepped without issue. The thumbscrew/lock-pin was checked for securement prior to procedure. Access was gained from the left side- cross over intervention. The stent was only partially released about 0.5 mm, when the user noticed, that the distal grip could be pushed forward and backward without any influence on the deployment of the stent. A part of the safety lock was no longer fixed on the shaft. Physician had to recover the stent, because it could not be deployed completely. The sheath was pushed toward the lesion to attempt to recover the stent by pulling the proximal grip back. Physician pulled the catheter and stent nearly entirely into the sheath and removed all, trying to leave the wire in place. Thereupon the stent fully deployed in the left groin and couldn¿t be removed. The stent was no longer intravascular. The stent remained inside the body and the patient had to undergo surgery for removal of the stent.

Manufacturer narrative:
Product analysis: the protégé gps was returned for evaluation. One cd was received for evaluation that shows evidence of stent being disengaged from the retainer and foreshortening of the stent due to withdrawal difficulty. The protégé gps was received within a post deployed state. The outer sheath was pull back exposing the distal inner. No stent was returned for evaluation. The distal inner exhibited a kink. The returned protégé gps device reveal the lock housing was separated from the manifold. The inner distal assembly of the stent delivery system was cut proximal of the stent retainer to allow examination of the sonic weld separation faces. The sonic weld separation faces exhibit good and complete sonic welds. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: no resistance was felt during advancement of the delivery system. Stent full removed via surgical intervention patient is doing ok. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: one image was received for evaluation. Per the image, the sds was separated between the lock housing / manifold cap. The safety lock was observed loose. The device has been returned to analysis lab. If information is provided in the future, a supplemental report will be issued.